Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
A patient reported experiencing a lower right-side tooth that is loose. The patient said to the point, he can put his fingernail under it. This has been going on for about a month and a half. The top two front teeth are loose as well; however, he doesn't feel like it is as severe as the bottom arch. The patient has had issues with bottom arch tracking as well. Specifically lower right side. The patient has uploaded a video of the loose tooth. The patient was recommended to rest. A requested doctor of dental surgery visit. A letter of recommendation was (lor) provided stating customer does not have any abnormal findings.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.